Event description:
A customer reported that the touchscreen of their insulin pump was cracked and shattered, rendering it illegible and unusable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed the specified thresholds. Technical support decided to replace the pump, provided instructions for the customer to return the damaged unit, and confirmed the shipping of a new pump with updated software. The customer acknowledged the need to use a backup insulin pump temporarily and the instructions for integrating their settings and cgm with the replacement pump.